Event description:
The hospital reported that during the saphenous vein hervesting procedure, doctors experienced insufflation failure causing the working tunnel to collapse. The physician assistant changed the short port and was able to complete the procedure using the second device. No patient complications were reported.